Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Additionally, review of statistical process control (spc) charts for the architect stat high sensitive troponin-I complaint lot indicates that the lot is performing within established control limits. Device history record review did not identify any potential non-conformances, nonconformances or deviations associated with the complaint lot and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 75076ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot.a review of labeling was performed and found to sufficiently address the customer's issue. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 75076ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a patient sample. The results were questioned by the physician as they did not match the patient¿s clinical presentation. The following data was provided (customer¿s reference range 0-0.026 ng/ml): initial result = >50 ng/ml, new sample obtained and result = >50 ng/ml no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for a patient sample. The results were questioned by the physician as they did not match the patient¿s clinical presentation. The following data was provided (customer¿s reference range 0-0.026 ng/ml): initial result = 50 ng/ml, new sample obtained and result = 50 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - initial reporter establishment name complete entry = (B)(6). Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.